Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing. Lead dislodgment was also suspected. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.